Event description:
It was reported that the customer passed away on (B)(6) 2015. The cause of death was not reported, and contact stated the pump was not the cause of death. The customer was connected to the pump at the time of death.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.